Event description:
The customer reported that during pre-operative set up for an orif of the right ankle, the handpiece started operating slowly without depressing the trigger. At this time, the handpiece caught the glove of the scrub nurse and twisted their gloved finger. The user reported disconnecting the handpiece from the power source. The scrub nurse re-gloved and the procedure continued as there was no breach in the sterility of the surgical field. A backup device was obtained and the procedure was completed as intended. Following, it was observed that the scrub nurse sustained some minor bruising to the involved finger. There was no report of any intervention for the minor bruising.

Manufacturer narrative:
Investigation results: conmed linvatec received this device for evaluation and was unable to duplicate the reported problem. Further investigation found the end cap of the handpiece worn and it would not lock securely onto the test cable. This condition has the potential to cause a break in ground connectivity. In addition, moisture intrusion was noted through one of the handpiece ground pins. Further info from the user facility found that at the time the handpiece operated slowly without depressing the trigger, it was not placed in the safe mode. The handpiece instruction manual cautions the user: do not attach, insert or remove attachments or accessories while the handpiece is operating. Place the handpiece safety mechanism to the safe position prior to installation or removal of items. Prior to each use, perform the following: inspect all equipment for proper operation. Ensure all attachments and accessories are correctly and completely attached to the handpiece. Do not handle the handpiece by the cord. Do not pull on the cord to remove it from the handpiece or controller. Do not excessively bend or kink the handpiece cord. Always inspect cord for signs of excessive wear or damage. It wear or damage is found, discontinue use and replace immediately.